Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient's implantable pulse generator was interrogated in clinic, rising impedance and high thresholds were noted on the right ventricular lead. Undersensing and oversensing were also noted on the right atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.